Event description:
The customer contact reported a leak. The primary tubing set was being used to deliver normal saline, at an unspecified rate, via a plum pump. After an unspecified length of time, the male adapter of an unspecified secondary blood set was connected to the secondary port on the cassette of the primary tubing set for the piggyback delivery of two units of leukocyte reduced packed red blood cells (lrbcs). The customer contact reported that the pt's hemoglobin was 5.0 mg/dl prior to the delivery of the lrbcs. It was reported that the lrbcs were being delivered "slowly." After an unspecified length of time, the customer contact reported that approx 30 ml of lrbcs leaked from an unspecified location on the cassette and was dripping from the bottom of the pump. No specific details were provided. The primary tubing set was replaced and the therapy was resumed. The customer contact reported that the pt's hemoglobin level was 11.3 mg/dl after the two units of lrbcs were delivered. There were no reported adverse effects and no reported delays in therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
One used device was received and evaluated. The device passed testing. During testing, no leak of solution was noted. Based on the data verified, hospira could not attribute the issue to the device. This report represents all the info known by the reporter upon query by hospira personnel.